Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device changeout procedure, the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.